Manufacturer narrative:
The manufacturer previously reported a patient allegedly became disconnected from the ventilator. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a patient allegedly became disconnected from the ventilator. The patient expired. The manufacturer received additional information about this event. The device alarmed at the time of the event but it is unknown which alarm. The reporting physician stated the connection between the circuit and humidifier chamber was disconnected.

Manufacturer narrative:
The manufacturer previously reported a patient allegedly became disconnected from the ventilator. The patient expired. The device was returned to the manufacturer's service center for evaluation. The manufacturer found the device to operate and alarm to design specifications.

Manufacturer narrative:
The manufacturer previously reported incorrect dates in date of event and date of this report on report MDR 2518422-2019-02722. The correct dates for is (B)(6) 2019.

Event description:
The manufacturer received information alleging a patient became disconnected from the ventilator. The patient expired. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.